Manufacturer narrative:
Corrected - 'outcome attributed to ae' should be blank on initial emdr as there was no adverse event. Complaint record # (B)(4).

Event description:
"Back-up" ecls circuit set-up and primed. Slow crystalloid leak was noted at the swivel attachment on the a-v bridge during priming of circuit. The swivel attachment was removed and replaced with a stopcock, leak resolved. Circuit will be utilized as a back-up ecls circuit when needed. This is protocol for facility to have a back-up circuit available at all times. This circuit was not used on a patient. The circuit will not be returned.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it's provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its return. (B)(4).

Event description:
"Back-up" ecls circuit set-up and primed. Slow crystalloid leak was noted at the swivel attachment on the a-v bridge during priming of circuit. The swivel attachment was removed and replaced with a stopcock, leak resolved. Circuit will be utilized as a back-up ecls circuit when needed. This is protocol for facility to have a back-up circuit available at all times. This circuit was not used on a patient. The circuit will not be returned.